Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was replaced during the service call.

Event description:
The customer reported that the 6800 system power plug has a loose connection and will not connect prior to a case. No pt injury was reported.